Manufacturer narrative:
Reliability analysis evaluated four open/used reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies and none were found. Ran the occlusion test and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose at time of incident was unknown. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight and verify the insulin exits the tubing. The customer stated the insulin did not exit. The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. Customer was advised to change infusion set system as soon as possible. Customer was advised to return the infusion set and reservoir. Customer was advised that we will send replacement set and reservoir.